Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On 03/13/2025, the patient went to bed, and when doing so, her sensor was working. At some point while sleeping her wearable failed and the patient was not aware this had happened. The patient¿s husband was woken up to the patient having a seizure. The patient¿s bg meter reading was 30 mg/dl and emergency medical services was called. The patient¿s husband treated the patient with honey while waiting for ems. When ems arrived, the patient was alert but lethargic. The patient¿s bg meter readings were tested twice but she could not recall the specific values. Ems monitored the patient at home for approximately one hour until her bg meter reading reached 100 mg/dl, and then they left. Ems did not provide the patient with any medication or treatment. The patient was ¿fine¿ at the time of report. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure..the probable cause was determined to be very low count aberration. No additional event or patient information is available.